Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was not reported. It was reported that the patient was admitted to the hospital for the event. Treatment, patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, e1 and h11. B5: upon follow up, the cause of the peritonitis was unknown. The patient was treated with unknown medication and was reported to be ongoing for peritonitis. The patient was recovering from peritonitis. Pd therapy was ongoing. H11: should additional relevant information become available, a supplemental report will be submitted.